Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion breaching outer insulation and exposing outer could due to friction with another device or feature of the heart were noted at 11.4 cm to 11.9 cm and 25.1 cm to 25.6 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.